Event description:
Pt was on the ventilator when the ventilator suddenly became inoperative. The respiratory therapist was stat paged and the nurse ambued the pt while the respiratory therapist changed the ventilator. The pt was not in distress during this event - no pt harm.